Event description:
I received the notification to update the permobil ticwatch e2's software because it was the cause of the failure to stop (recall number z-2004-2023). I experienced this in training and in the real life. I was told that I just needed to have someone lift the wheel and the motor would stop itself. Days after I updated the watch I went to (B)(6). The ticwatch failed to stop so I paired my apple watch series 4 running the then current watches. The failure to stop continued to happen multiple times that day. I had someone with me and them lifting the wheel did not disable the wheel, my pulling back on my handrims did little more than cause the chair to bounce. I was nearly hit by oncoming cars and on occasion by pedestrians walking towards me at cross walks. I called in and for 25 minutes I waited on hold while someone tried to figure out who to send me to. The recall department couldn't help because I already updated my watch and it was an issue present with the apple watch. Support couldn't help because it was a recall issue. I have copied this email and will also send it to the FDA to ensure all parties are aware.